Event description:
Clinical adverse event received for ongoing pain and instability, and dissatisfaction with revision procedure. Event is not serious and is considered moderate. Event is possibly related to device and is definitely related to procedure. (Left knee) original implant date (B)(6) 2018. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).